Event description:
The customer reported that the insulin pump had a frozen display, and only the time and two icons did appear. Troubleshooting was performed. The customer stated that he went to swim while wearing the device. The device rested and the battery was changed, but the insulin pump was unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor home switch assembly.